Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced when filling multiple cartridges. New cartridges were successfully filled and loaded onto the pump. Additionally, intermittent occlusion alarms occurred. Reportedly, the customer cleared the alarm to address the issue. Customer's blood glucose level was 300mg/dl.